Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead would not allow the guidewire to be removed after the lead was placed. The lead was removed and a different guidewire was attempted but the problem persisted. The lead was not used and the procedure was completed with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was guidewire coating on the distal conductor of the lead, and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh guidewire was front loaded into the lead an came to an obstruction in the distal tip nose of the lead. The lumen of the distal tip nose of the lead was obstructed from guidewire coating. If information is provided in the future, a supplemental report will be issued.